Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed with message: 'system volume too small' during pre-use check. Identification of issue has been done by analyzing problem description, device's logs, service report and related support case (ID (B)(4) ). There was no patient involvement. Based on technician statement, the nozzle unit of gas module was defective (hole in the membrane) and replaced (which one exactly was not specified). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The issue was decided to be reported based on available information as deffective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the complete device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).